Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery (rca). After predilatation with 2.5mm and 3.0mm non-compliant balloons, a 3.50 x 48mm synergy xd drug-eluting stent (des) was deployed; however, following cine imaging, a proximal stent edge dissection occurred. The dissection was flow-limiting, and the patient experienced chest pain. Subsequently, an additional stent was deployed to cover the dissection. The procedure was then completed successfully, and the patient remained stable and fully recovered post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.